Manufacturer narrative:
Additional information was provided in section b5 describe event or problem, section d9 device avail for evaluation, section d9 returned to manufacturer date, section h3 device eval by manufacture and section h10 related report number.

Event description:
It was reported that a guidewire stuck was experienced with the farawave pulsed field ablation catheter. During preparation, the catheter slider switch appeared stiff and did not go into flower configuration until it is pushed back all the way on the slider. The initial insertion of the guidewire was normal but after the deflection of the catheter was tested it became a little resistant to advancing and retracting the guidewire. It was at the physicians discretion to proceed with the catheter. After the ablation was completed, the guidewire could not advance out of the distal tip of the catheter. In order to undeployed the catheter from flower configuration, the catheter was undeployed to a straight position without the wire extended. Upon device removal from the body, the wire could be advanced and retracted again, just with more than normal resistance. There were no patient complications. The catheter was received for analysis and investigation is still in progress.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a guidewire stuck was experienced with the farawave pulsed field ablation catheter. During preparation, the catheter slider switch appeared stiff and did not go into flower configuration until it is pushed back all the way on the slider. The initial insertion of the guidewire was normal but after the deflection of the catheter was tested it became a little resistant to advancing and retracting the guidewire. It was at the physicians discretion to proceed with the catheter. After the ablation was completed, the guidewire could not advance out of the distal tip of the catheter. In order to undeployed the catheter from flower configuration, the catheter was undeployed to a straight position without the wire extended. Upon device removal from the body, the wire could be advanced and retracted again, just with more than normal resistance. There were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory the catheter was visually inspected, and no abnormalities were observed. Functional testing was performed, and a guidewire was able to be advanced through the catheter and withdrawn through the catheter with no issue. The catheters array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip.

Event description:
It was reported that a guidewire stuck was experienced with the farawave pulsed field ablation catheter. During preparation, the catheter slider switch appeared stiff and did not go into flower configuration until it is pushed back all the way on the slider. The initial insertion of the guidewire was normal but after the deflection of the catheter was tested it became a little resistant to advancing and retracting the guidewire. It was at the physicians discretion to proceed with the catheter. After the ablation was completed, the guidewire could not advance out of the distal tip of the catheter. In order to undeployed the catheter from flower configuration, the catheter was undeployed to a straight position without the wire extended. Upon device removal from the body, the wire could be advanced and retracted again, just with more than normal resistance. There were no patient complications. The catheter was received for analysis.